Event description:
It was reported that upon opening of the package, the stent tubing was found ruptured.

Manufacturer narrative:
The reported event is confirmed cause unknown. Visual evaluation noted visual requirements per cs-7090-xx state to use unaided eye at 12" to 18" inches under normal room lighting unless otherwise noted. When evaluating the sample, it could be seen that separation took place at the distal pigtail. The material where the separation occurred does not appear to be stretched or discolored. No other defects could be evaluated to the sample. Although an exact root cause could not be determined a potential root cause could be material selection. The DHR review did not show any problems or conditions that would have contributed to the reported event. A labelling review is not required as labelling would not have prevented the reported event. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that upon opening of the package, the stent tubing was found ruptured.